Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation, the device alarmed with technical event 233004. Self test failed.

Manufacturer narrative:
It was reported that the ventilator alarmed with technical event te 233004 (autozero error qaw/paw) during ventilation of a patient. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a pressure sensor assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the pressure sensor assembly, as no further issues have been reported.